Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the 8mm maryland bipolar forceps instrument's black sheath around the wire was defective, 9 lives left. The procedure was completed and the patient outcome was not provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was observed in the sterilization unit. It is unclear if there was any loss of cautery associated with the damaged cable. No signs of thermal damage were noticed at the site of insulation damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation the internal conductor wires were exposed. Visual inspection revealed no signs of missing parts. The instrument passed the electrical continuity test. Further inspection revealed no signs of missing parts and found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.